Event description:
The subject device was used for a laparoscopic hysterectomy. After about 5 minutes use, the probe of the device was broken outside the patient when the user cleaned the device. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There were contact marks on the surface of the probe and the jaw at the proximal end of the grasping section. The ptfe pad at the proximal end of the grasping section was worn. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, ad a result the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, the probe was broken when the probe received a load. This report is being submitted as a medical device report in an abundance of caution.